Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
The pt reported that the piston rod of the infusion device is blocked and the delivery of insulin is not accurate. Her blood glucose elevated to 20 mmol/l (360 mg/dl) as a result. She also reported that the infusion device made an abnormal noise during bolus delivery. She switched to her backup infusion device and her blood glucose decreased. No further information is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.